Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017 to treat a degenerative mitral regurgitation (dmr) with a grade of 3 and thin leaflets. One clip was implanted reducing the mr to 1 - 2. There was no difficulty visualizing the clip during the procedure. On (B)(6) 2018, the patient returned with increased heart failure. An echocardiogram was performed, which found partial leaflet detachment on posterior leaflet (slda). In the physicians opinion, the slda was due to the pre-existing patient anatomy. On (B)(6) 2018, three more clips were implanted to reduce mr from 3 to 1. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (thin leaflets); however, the reported patient effect of worsening mitral regurgitation (mr) is due to the slda. A definitive cause for the reported heart failure could not be determined and could possibly be related to challenging patient anatomy; however, this cannot be confirmed. The reported patient effects of worsening mr and worsening heart failure, as listed in the mitraclip system instructions for use, are a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.